Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with his coaguchek xs meter (unknown serial number). At 10:45 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. At 10:46 p.m., a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in dosage based on the meter results. The patient's current condition is good. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient did not have anemia or antiphospholipid antibodies. The patient did not take heparin or a direct thrombin inhibitor. The patient did not have any changes in medication or diet. The patient did not have any bleeding or bruising which required medical treatment. The patient's product was requested for investigation. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.